Event description:
This is a report to global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse, in the united states of america. The report is of a break in aseptic technique and peritonitis in a female patient, born in 1957, coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a break in aseptic technique, which was further described as the patient making a mistake by not wearing a mask and having touch contamination. It was reported on (B)(6) 2012, that the patient experienced peritonitis due to the break in aseptic technique. The patient was not hospitalized for the event and treatment for peritonitis was not reported at that time. Product surveillance followed up with the pd nurse on (B)(4) 2012. The pd nurse stated the patient received 5 doses of vancomycin 750 mg ip and was retrained on using proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. This condition is for a report of use error, a breach in aseptic technique, was confirmed. The condition was confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review found the labeling to be adequate for the use/user error identified in this incident.